Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The cath-lock was noted to be inverted. Kinks were noted throughout the attached catheter. The port body was patent to both infusion and aspiration without issue. No leaks were observed throughout tests. Therefore, the investigation is confirmed for the identified improper or incorrect procedure issue as the cathlock was noted to be inverted which was against the IFU. Furthermore, the investigation is inconclusive for the reported swelling issue as further evidence of clinical conditions would be necessary to confirm the event. The definitive root cause for the reported swelling issue could not be determined based upon the provided information, user error could have contributed to the identified improper procedure or method used issue. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use states, attachable catheters g. Place catheter lock back onto catheter, ensuring the black radiopaque ring or strain relief sleeve faces distally (toward the end of the catheter that will be placed centrally). H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eleven months and twenty-five days post a port placement via left subclavian vein; while injecting saline through the port, swelling had allegedly occurred from the port body to the subcutaneous tunnel and catheter running section. Reportedly, the port was removed and replaced. There was no reported patient injury.

Event description:
It was reported that eleven months and twenty-five days post a port placement via left subclavian vein; while injecting saline through the port, swelling had allegedly occurred from the port body to the subcutaneous tunnel and catheter running section. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.